Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and protruded and loose drive support disk. Unable to perform the excessive no delivery test due protruded and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).

Event description:
It was reported that the customer's drive support cap was partially coming out of the insulin pump. The customer's blood glucose level was 125 mg/dl. He also received excessive no delivery alarms and the dome label sticker was missing. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.